Event description:
Patient reported at check in they marked true to periodontitis, sensitivity, not fitting and recent dental work. Note - (patient has no noted medical history of periodontal disease) this is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.